Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was observed to loosely fit into the pump usb port. The customer's blood glucose (bg) was 287 mg/dl. Reportedly an alternate usb cable fit into the pump usb port properly. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue.